Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Customer report of abnormal functioning of the valve was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect next to commissure 1. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. The cloth was cut around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx of unknown size implanted in the mitral position was explanted approximately two (2) weeks after the implantation during an elective coronary artery bypass graft (CABG) procedure. As reported, an abnormal functioning of the valve was observed, and decision was made to re-operate. The explanted device was replaced with a mechanical valve. On explant, nothing unusual was observed, the valve leaflets looked normal.

Manufacturer narrative:
An analysis was performed by research and development team in order to determine the presence or absence of evidence corroborating the reported 'abnormal functioning of the valve'. This valve was reportedly explanted 8 days post implant due to 'abnormal functioning of the valve.' After repeated requests for clarification on the reported 'abnormal functioning,' edwards was not provided additional information. Wireform cloth imprinting on the valve are consistent with a force pressing on the leaflet free edges in the retrograde direction, usually due to suture entrapment with or without a pledget, or interference with the preserved valvular or subvalvular apparatus, such as chordae. These features would not pass edwards visual inspections. Excessive pannus-like material was also present on the inflow and outflow side of leaflet 1 by commissure 1 on the inflow and commissure 2 on the outflow, respectively. Excess pannus-like material encroaching onto the valve, which may be from thrombus and/or fibrin, is also consistent with the valve being implanted for a long period of time, however, it is not common to see this amount of excess pannus-like material after the reported 'eight days.' The returned valve competency was evaluated using edwards standardized in vitro tests for pulsatile flow and steady backpressure leakage under simulated normal physiological conditions. There is no leakage path evident during the closed period of the cardiac cycle under simulated normal mitral pulsatile flow conditions. During the functional testing performed, the valve leaflets were noted to open partially and close completely. The pannus-like growth on leaflet 1 could have contributed to the abnormal opening of the valve. The total regurgitant fraction measured under simulated normal mitral pulsatile flow physiological conditions was 3.5% which is more than three times lower than the 20% maximum regurgitant fraction allowed for a valve this size per iso5840- 2:2021. The effective orifice area (eoa) measured under simulated normal mitral physiological conditions was 1.5 cm2, which is lower than the 1.65 cm2 required for a valve this size per iso5840-2:2021. The increase in stiffness and pannus-like growth seen on the valve may influence the function of the leaflets as well as the flow assessments performed under fluid pressure. The results from in-vitro testing may be different from those obtained in-vivo due to hemodynamic and environmental differences experienced while implanted, which were not present when the valve was returned to edwards.

Manufacturer narrative:
H10 manufacturer narrative: the valve was sent to a third party to perform histology testing. Per the histology report, only leaflet 2 showed mild thrombus which was observed near the base on both the aortic and ventricular surfaces. The thrombus was focally thicker than the leaflet on the aortic surface but involved less than 10% of leaflet length. An adjacent area showed minimal thrombus on the ventricular surface which consisted mostly of fibrin with a few fragments of hydrogel-like material. A different section also showed thrombus in the mid portion of the leaflet which was less than the leaflet thickness and extended to involve 50% of the leaflet length. Focal areas showed surface macrophages often more than single layer, but no infiltration of the leaflet or valve degeneration was observed. Leaflet 1 showed minimal thrombus near the base and was of no clinical significance, also focal single layer of macrophages was observed on both the surfaces without infiltration of leaflet or degeneration. Leaflet 3 also showed mild thrombus, which mostly involved section 1 on the aortic surface, and was less than leaflet thickness involving less than 10% of the length of the leaflet. Focal single layer of macrophages was observed on both surfaces. The leaflets did not show any structural damage and no calcification was present. No medical records or images were provided for evaluation. A DHR review was unable to be performed, as the serial number of the valve is unknown. Additionally, information regarding the specific malfunction of the device that warranted intervention was not provided. Evaluation of the returned device identified suspected host tissue overgrowth on the valve leaflets that was unusual given the short implant duration of 8 days. The valve was sent for histology testing, which identified minimal to mild thrombus on the valve leaflets, but did not conclusively identify any degeneration, structural damage, or calcification on the leaflets. Based on the information available, it is unlikely that structural valve deterioration due to degeneration, host tissue, and/or thrombus was the root cause of the reported event. A reduced effective orifice area was identified during functional testing; however, due to factors such as leaflet stiffness that may result in differences between in-vitro testing and in-vivo valve function, the reported abnormal valve function cannot be conclusively attributed to the reduced effective orifice area observed during functional testing. Features on the returned valve were identified that suggest potential leaflet entrapment by a suture or patient anatomy, which may have occurred during implant, resulting in abnormal valve function observed post-operatively. These procedural factors may have caused or contributed to the observed event, but were unable to be confirmed through evaluation. Based on the information provided, the specific mode of failure is unable to be characterized, and a definitive root cause of the reported abnormal function was unable to be determined. There is evidence to suggest that and procedural factors, including leaflet entrapment by a suture or valvular/subvalvular apparatus, potentially caused or contributed to this event. There is no evidence to support an edwards manufacturing defect.

Event description:
Edwards received notification that a valve model 7300tfx29mm implanted in the mitral position in combination with a CABG procedure, was explanted eight (8) days after the implantation. As reported, an abnormal functioning of the valve was observed, and decision was made to re-operate. The patient was asymptomatic. The explanted device was replaced with a mechanical valve. On explant, nothing unusual was observed; the valve leaflets looked normal. The patient was in stable condition and was noted to be well.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.